Event description:
I had a tubal ligation done in (B)(6) 2013. Ever since my surgery, I have suffered from severe fallopian pain, severe back pain, fallopian tubes are retaining fluid. Before the clips were applied, I never had these problems with pain or fluid being retained in my tubes. The pain I feel often leaves me couch bound. I have four kids who need my attention all the time and these clips prevent me from doing daily chores, etc. Doctors don't listen to me, they tell me it can't be from the clips. I've had two x-rays and in each x-ray the clips are in different locations.